Manufacturer narrative:
(B)(4). Date sent: 12/20/2021. H6: medical device problem code added due to additional information received: use of device problem (a23). Additional information received: -rep reported the surgeon likes to clip along staple line during robotic sleeve gastrectomy procedure. -rep reported discussing two-stage firing with surgeon. -it is unknown if surgeon applies torque to the device while using in procedure. -it is unknown if any video is available of the procedure. -surgeon has switched to using another manufacturer¿s device.

Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable

Event description:
It was reported that during an unknown procedure the clips were scissoring/not forming properly. A new device was used to complete the case with no patient consequence.